Event description:
Company rep. Is reporting that during a sad procedure something black came off of the distal portion of the ld electrode into the patient's body. All was flushed out and the case was concluded successfully without further incident or harm to the patient.

Event description:
Co's rep is reporting that during a sad procedure something black came off of the distal portion of the ld electrode into the patients body. All was flushed out and the case was concluded successfully without further incident or harm to the pt.